Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during initial training the dexcom g7 continuous glucose monitor failed to pair with the ilet pump, while the sensor was paired to the dexcom g7 mobile application; the user was instructed to disable the phone¿s bluetooth, toggle bluetooth, and attempt re-pairing, then wait for 10¿15 minutes for pairing to complete. Symptoms included no clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included remote technical troubleshooting and user guidance to re-establish bluetooth pairing. Investigation of this case revealed a pairing failure between the cgm and pump consistent with a communication or connectivity issue, with no evidence of sensor or pump hardware malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was likely user pairing configuration or connectivity interference.